Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older.

Event description:
It was reported a dissection had occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 38x3.00mm, target lesion was located in the non-calcified left anterior descending artery. A 38 x 3.00 promus premier select drug-eluting stent was placed in the targeted area. During the procedure a dissection was noticed on the proximal edge of the stent. Another stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable.